Event description:
During attempts to use on field, mangled staples noted in device, misfired. Manufacturer response for endopath ets-flex 45 articulating endoscopic linear cutter, endopath ets-flex 45 articulating endoscopic linear cutter (per site reporter): not yet received.